Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 6947 implantable tachy lead - 2008 (B)(6); 5076 implantable pacing lead - 2008 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. Additionally, the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.